Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose was 491 mg/dl before being hospitalized. The customer stated that she was fasting and that she was treated with an IV of fluids. The customer later bolus with the insulin pump, and her blood glucose was 180 mg/dl. The customer further mentioned an instance of low blood glucose levels of 29 mg/dl. The customer later treated herself by eating and raised her blood glucose to 91 mg/dl. The customer stated that she experienced a miscarriage. The customer stated that the issue was not the insulin pump but rather her work and pregnancy. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.